Event description:
Additional information was received that the cause of the event was the patient's blood flow was high and vessel tortuosity was severe along with 02 times attempts for detachment. Catheter resistance occurred in the distal portion. The coil came out of the introducer sheath smoothly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil experienced resistance and prematurely detached in the microcatheter. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the right posterior inferior cerebellar artery (pica). The max diameter was 7.6mm, and the neck diameter was 3.5mm. The patient's blood flow was high, and their vessel tortuosity was severe. It was reported that the coil prematurely detached in the distal portion of the microcatheter before complete wall apposition in the aneurysm. The physician carefully removed the microcatheter with the damaged coil from the patient, and they did not experience any injury or complications. It was noted that the pushwire was bent or broken on purpose. There had been friction/difficulty during delivery, and the physician did not reposition the coil. The physician had made two attempts to detach the coil using the instant detacher, and no attempts manually. A continuous flush had been administered. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a balt vasco microcatheter and an asahi chikai guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.